Event description:
The customer stated, that her meter was reading low compared to another meter. While troubleshooting, it was discovered the meter was set in mmol/l the customer did not adjust medication or allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.